Manufacturer narrative:
(B)(4). Carefusion was not able to duplicate the reported issue during testing and evaluation, however, a review of the event trace revealed an ¿intrrpt2¿ and ¿intrrpt1¿ condition. The ventilator passed the extended 23 hour run in test with the customer's settings without any unusual alarms or conditions. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. The 2 interrupt observing's in the event trace resulted in a reset of the unit that lasted 5 seconds before the unit resumed normal operation. These interrupt's were due to a known issue that has been fixed with software version 05.09.00. Carefusion upgraded the unit to software 05.09 to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was alarming "reset". The customer reported that there was no patient harm and that the unit alarmed visually and audibly.